Manufacturer narrative:
.

Event description:
It was reported that a revision hip surgery was performed due to dislocation. Constrained implants were removed but the stem was not.

Manufacturer narrative:
(B)(4). The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the liner is severely damaged and the retaining ring has fractured into three pieces. The oxinium head has scratches on the outer diameter and damage on the lip of the inner diameter. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted metal transfer and damage visible on the articulating surface of the femoral head; potentially caused during the reported dislocation. The constrained liner showed deformation primarily in the rim region. This could have been caused by impingement prior to dislocation or contact with the femoral head after the reported dislocation. The lines on the articulating surface of the liner could be due to sectioning to aid in removal of the liner during revision. The retaining ring was fractured into 3 pieces; it is possible that the fracture of this component led to the reported dislocation. The retainer ring potentially fractured due to fatigue loading. Fatigue loading of the retainer ring could have been caused by a variety of factors, including impingement in vivo. Fracture of the ring can also be initiated during implantation if a tool other than the retainer impactor and mallet is used to seat the ring, as stated in the reflection constrained liner surgical technique. Our investigation did not determine a specific cause of the stated failure. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.